Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the device was attempted, but not used due to "setscrew issues." According to the report, the physician had difficulty achieving a stable connection on the rv pace/sense port. The hcp tried to remove and reinsert the connector pin, however, each time the connection appeared to be loose, creating noise. A new device was used. No patient complications have been reported as a result of this event.